Event description:
The following was reported to viasys by the nursing staff at the user facilty: "alarm not loud enough - pt incident - pt was unassisted for 9 minutes because alarm was not loud enough. Pt alive, should be o.k."a letter was sent to the user facility requesting additional info on the reported event and the pt. As of the date of this reort there has been no reply to the letter.

Manufacturer narrative:
Section h3 &h6: a viasys field service rep. Did an initial eval of the device at the user facility and did not find any problem with the device's audible alarm. We have requested that user facility return the device to the mfg plant for a more detailed eval. As of the date of this report the device has not been returned.